Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump passed the prime and self test. It was found that the insulin pump had alarmed no delivery the day before and on the day of the event. The customer stated that she attempted to change the infusion set several times but continued to use the same reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.